Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows:it was reported on (B)(6); that during the surgery on (B)(6) 2013, the breakage of tensioning mechanism of application instrument for sternal zipfix. It was further reported that no patient harm was found.this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. The instrument was received and investigated. The instrument shows signs of heavy use (scratch marks on trigger handle, connector arms). The functional check showed that the trigger for tensioning could be moved freely into any position of its travel. This is possible because the leaf spring which returns the trigger to its resting position broke at its fulcrum point. There are no design related issues identified on the returned instrument which could have contributed to the device failure. (B)(4) instruments have been placed into the markets since launch of the system in (B)(4) 2011. Only this one (1) complaint is known to leave spring of the trigger component broke. The root cause of the spring breakage can not be determined as in-conclusive. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.